Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional patient effects referenced will be filed under a separate medwatch report #. The UDI is unknown because the part and lot #s were not provided. The absorb device was not commercially available in the u.s. At the time of implant; however, it is similar to a device sold in the us. Literature title: one-year clinical performance of absorb bioresorbable vascular scaffold in patients presenting with acute coronary syndromes: results from the rai registry.

Event description:
It was reported through a research article identifying absorb that may be related to the following: death, target lesion revascularization, myocardial infarction. Specific patient information is documented as unknown. Details are listed in the article, titled: one-year clinical performance of absorb bioresorbable vascular scaffold in patients presenting with acute coronary syndromes: results from the rai registry.